Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported difficulty capturing the leaflet cannot be determined. The reported leaflet damage appears to be a cascading effect of the reported grasping difficulty. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, first mitraclip was implanted. It was decided to place to place the second clip. Several attempts were made but anterior mitral leaflet slipped out of the clip. It was noted that there was damage to the anterior mitral leaflet. Second clip was placed more medially. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.